Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found battery voltage was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows min battery equal to 2.72 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, is before device recommended replacement time less than equal to 2.61 volt.

Event description:
It was reported that at a follow up check, the device was found to have reached elective replacement indicator (eri). A replacement procedure was scheduled and when the device was checked in the operating room before starting the procedure, the device was not in eri and there was no alert about it. The device remains in use. No patient complications have been reported as a result of this event.